Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had reservoir compartment anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.